Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4)

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, surgeon noticed glistening in the lens material after the lens was implanted into capsular bag. Still noticed the mark before patching the patient's eye. The procedure was completed on the same day. Patient was not affected and event was continuing. Additional information was received and stated that surgeon noted the vacuole under slit lamp but could not took picture of it.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that at 7-day post-operative the visual acuity was 20/20 meaning patient was not complaining about the vision.